Event description:
A report was received from the USA with info stating that an 840 ventilator oxygen (o2) sensor failed. It was reported that o2 readings were below what was set on the device. The device was being used on a pt when event occurred. The pt was removed from the ventilator and placed on another ventilator. The pt was not harmed or injured as a result of the reported event. The date of the event was not reported.

Manufacturer narrative:
It was verified that the oxygen (o2) readings were below what was set for the device. O2 calibration was performed and the device was allowed to cycle. The event could not be duplicated. As part of preventative maintenance, the o2 sensor was replaced. The device then passed extended self testing (est) and short self testing (sst). The software was upgraded and the device passed all testing according to manufacturing specifications. (B)(4). Previously, conflicting info may have been provided to puritan bennet 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA.